Event description:
It was reported that review of a surface electrogram (egm) noted the patient implanted with this implantable cardioverter defibrillator (ICD) had a rate of 147 beats per minute (bpm). The lowest zone of the device was programmed to 135 bpm, however, the device did not deliver treatment. External shock therapy was delivered to convert the rhythm. A request was made to have data from this device analyzed, however, the device did not store any episodes. Technical services (ts) discussed that without an episode, there would be no data to analyze in relation to the reported observations. Ts noted that rate counts would be present, however, there would be no way to say when certain rates occurred. The rate cut off was then lowered to 125 bpm and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.